Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and subsequently got hospitalized due to hyperglycemia on (B)(6) 2025. The blood glucose level was 700 mg/dl at the time of event and was caused by insulin flow block. The patient experieneced nausea and vomiting while in the hospital. During hospitalization, patient got treated with intravenous fluids of saline and insulin as corrective treatment which resolved the issue. The patient was released from the hospital after three hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008835, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6008835. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008835 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 27-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.